Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the insulin gauge displayed 105 units and remained static after being filled with 180 units of insulin. The customer's blood glucose level was 89 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.